Manufacturer narrative:
(B)(4). The device was returned and evaluated for the reported increased intra-peritoneal volume (iipv) event. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. A review of the device history records revealed no issues that could have caused or contributed to the reported difficulty. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported event. The homechoice device underwent external/internal inspection which it passed. The device also passed the return instrument test/evaluation (rite) functional and electrical testing. A simulated therapy was performed with no issues. The reported iipv could not be verified in the logs or during the device evaluation and the cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The homechoice (hc) was received, and a device analysis is currently underway. Upon completion of the evaluation or if additional information is received, a supplemental report will be submitted.

Event description:
It was reported that a home patient (hp) experienced shortness of breath, a bloated abdomen, and high blood pressure during dwell one of automated peritoneal dialysis (apd) therapy. The registered nurse (rn) initiated a manual drain on the homechoice (hc) device, and the hp drained 3800ml while only having a fill volume of 2000ml. Nothing unusual was noted during troubleshooting for the increased intra-peritoneal volume (iipv) event. The rn sent the hp to the hospital as a precaution, but there was no patient injury indicated at the time of the report. No additional information is available.